Event description:
It was reported that after a stent placement procedure in the right common iliac and upon removal of the catheter through a 7fr introducer sheath, the catheter balloon dislodged from the shaft, where it remains in the patient - off label use. No further complications were reported.